Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report and photos, water has been found in air gas module. It was confirmed that popping sound and patient circuit test failure occurred due to malfunction of air gas module. The air gas module regulate the inspiratory gas flow and gas mixture. The mold/deposition/liquid contamination in the air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification. Based on technician statement, water entered the air gas module from the connected compressor mini. The cause of the issue was related to malfunctioning compressor mini.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. Moreover, air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4)